Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture resulting in high impedance. A new rv lead with a different model was placed. No additional adverse patient effects were reported.